Event description:
Patient (pt) was transferred from another facility (B)(6) with a johnson & johnson impella cp in place for higher level of care. The patient is transported on the transferring facilities console. It is standard policy to transfer the patient from the transferring centers console to our console upon arrival. This was attempted and the pump did not restart like it should have. The nursing staff tried 3 of our consoles and tried to put the pt back onto the other centers console and was never able to get the impella cp restarted. This could have been fatal had the patient not also been on ECMO. The impella catheter had to be removed and the patient taken to surgery urgently for a second impella implant. Important to note that we had just received an urgent medical device notification (umdn) from johnson & johnson about this issue and currently do not have a fix for the issue. I will send this along with this submission.